Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a distal pancreatectomy, the stapler was not able to fire, the surgeon was not able to press the green button, but was able to squeeze the handle at the same time one of the reinforcement pieces that is integrated to our stapler fell off during placement. Another reload was used to complete the case. There was no patient harm.